Manufacturer narrative:
Internal reference number: case-(B)(4).

Event description:
It was reported that during fixation of the regeneten implant in an arthroscopy, the tendon anchors didn't hold properly. Therefore the implant could not be fixed to the tendon. The procedure was completed with a s+n back-up device. A significant delay was reported, and no patient injury or other complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
The reported device, used in treatment, was received for evaluation. There was a relationship found between the returned device and the reported incident. A visual inspection found a tendon anchor puck missing all but one anchor. The remaining anchor was broken on one side, with a metal tine jammed between the anchor and the puck on the other side. Based on the condition of the product material found during visual inspection it was determined that additional material testing is not required. A review of the prints for the material, found inspection criteria of the part and the requirement to include a certificate of analysis from each raw material supplier. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. The complaint was confirmed. Factors that could have contributed to the reported event include excessive force on the device or an inadvertent impact event. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time.

Manufacturer narrative:
H11: corrected data, updated h6 (impact code).